Event description:
It was reported that the ilet stopped dosing because it lost connection to the dexcom g7 continuous glucose monitor, with an on-pump alert indicating a pairing failure and no fingerstick value available to resume dosing. Symptoms included no physiological symptoms reported. Outcomes included temporary interruption of automated insulin dosing. Customer care provided remote troubleshooting, verification that the cgm was paired to the dexcom app and not to additional devices, instructing the user to toggle the cgm, restart the pump, and allow time for re-pairing. Investigation of this case revealed a cgm-to-pump communication and pairing issue affecting the cgm communication component, consistent with signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was an external communication disruption between the cgm and the pump.